Event description:
A surgeon reports that he had difficulty positioning an intraocular lens (iol) because the lens would not unfold completely. The lens was removed and another lens inserted. The incision was enlarged and a vitrectomy was performed. After placement of the second lens, the incision required sutures.